Event description:
Sales consultant reported an event as follows: pen drive would not run at a steady speed. No further information was provided. This is 2 of 2 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event was reported as an unknown date in 2013. Additional product code(s): dzi, erl, hbe. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Date device received for evaluation. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
(B)(4): since the part number, 05.001.010, does not match with lot number, 3768, a device history review is not possible.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).